Event description:
It was reported that the remote control panel on the 2800 system was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.